Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure the physician repositioned the lead three times. After the third time the physician felt that the screw "got stuck" and would not deploy a fourth time. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was received with the helix fully retracted. The helix was unable to be extended. Visual analysis found the distal conductor distorted within the is-1 connector p in/extrinsic/over-rotation.